Manufacturer narrative:
Photo analysis: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ varied injuries: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reporting rupture and ¿low platelet count in the blood¿ and ultrasound provided shows "the implants are installed subpectorally. On the left, the implant capsule is not clear, and the contents are heterogeneous. Diffuse changes in the structure: found, with a predominance of fibrosis. Birads 2. Ultrasound signs: loss of integrity of the left implant." Physician confirms rupture and "left side chronic acute pain". This relates to the left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. The affected side and device status is unknown.

Event description:
Patient reporting rupture and ¿low platelet count in the blood¿ and ultrasound provided shows "the implants are installed subpectorally. On the left, the implant capsule is not clear, and the contents are heterogeneous. Diffuse changes in the structure: found, with a predominance of fibrosis. Birads 2. Ultrasound signs: loss of integrity of the left implant." Physician confirms rupture and "left side chronic acute pain". This relates to the left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.